Event description:
It was reported that the patient's left knee was revised due to infection. I&d was performed and poly was swapped. Sales rep was unaware if the 1st revision of the index surgery was of stryker devices.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown poly. Other devices listed in this report: cat no.: unk lot no.: # unk description: unknown mrh rotating component, cat no.: unk lot no.: # unk description: unknown axle, cat no.: unk lot no.: # unk description: unknown bushing, cat no.: unk lot no.: # unk description: unknown bumper. At this time, it cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. Additional information has been requested and if received will be provided in a supplemental report. Device not returned due to hospital policy.